Manufacturer narrative:
Additional information : the device was manufactured october 06, 2018 to october 08, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : four (4) samples were received for evaluation. All samples were sliced at the top where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap at the base of the spike port tubing of all the samples. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported five (5) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking around the administration port. There was no patient involvement. No additional information provided.